Event description:
The customer observed (B)(6) architect hcv ag results generated on the architect i2000sr processing module for 6 patients. (B)(6). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, plus review of trending data, labeling and device history records. The ticket search did not identify, an increase in complaint activity or performance issues. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify, any issues associated with the product and the complaint issue. A review of the labeling addresses the customer¿s issue. In this case, the issue was resolved, when the concentrated wash buffer solution was replaced. Based on the investigation, no systemic issue or deficiency of the concentrated wash buffer solution was identified. This follow up is being submitted, to include d8 and h6 information previously, submitted using the h10 section in their respective fields.